Manufacturer narrative:
The bur subject to this complaint was returned for eval. It was visually confirmed that the product had broken at the point where the carbide head is joined to the stainless steel shank. It was not possible to determine the definitive root cause for the breakage.

Event description:
It was reported that the bur head broke off the shaft of the bur. There were no adverse consequences reported.